Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a history anomaly from the insulin pump. The customer had severe low blood glucose readings. The customer declined to troubleshoot for low blood glucose readings.

Manufacturer narrative:
The missing bolus was not specified in the customer notes therefore, unable to verify missing bolus or history anomaly. However, the pump was programmed with multiple test boluses. All boluses delivered properly and were listed in the bolus history screen. No bolus anomaly or history anomaly noted during our testing. The download history file shows 2 boluses that was programmed and delivered on 10/02/15, at 8:48 and at 17:20. The insulin pump function properly during rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.